Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis as it was disposed after explant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis as it was disposed after explant. Additional information received reported that there were no device issues noted with device interrogation, and the device changeout was completed successfully. No additional adverse patient effects were reported.